Event description:
A hyperglide balloon was being used as a balloon assisted technique in a ceiling procedure of a wide neck aneurysm, located in the ophthalmic segment of the left ica. It was reported that after delivery of the second matrix coll, physician deflated the balloon and injected contrast to evaluate the distal flow. But, when physician relocated the guidewire, the radiopague segment had split into two. The first one remaining in the balloon tip, and the second one at the balloon's proximal end responding to the manipulation. The situation worsened with a power cut in the entire hospital and they had to wait for almost an hour to find a fluoroscopy machine. The physician then withdrew the guidewire and hyperglide balloon together and decided to wait until the next day. Unfortunately, the patient began to deteriorate, because of coil migration to the left mca. Two days later, physician tried to recover the coil with a bsci's retrieval and was unsuccessful. The patient continues in a comatose state and the infarct zone had been confirmed by MRI. Additional information regarding this complaint and the patient condition has been requested.